Manufacturer narrative:
The historical test records were received in the qos system. The device had passed all tests. Complaint data was reviewed, there are no previous complaints on this device. Complaint evaluation was completed on 5/17/2024: the pump's event log was pulled as part of the evaluation to see if there were any alarms or error alerts that could have prevented the pump from infusing, as reported by the end user. Upon review it was noted that there are 5 counts of the upstream occlusion code in the event log, which can be seen by the "e04" alarm code in the event log. It was also noted in the event log review that there was an abrupt power off found in the log. An abrupt power off can be seen on event line 202 by the "log_event_on" code without an "log_event_off" code before it. A 50 ml infusion was ran on the pump instead of a 100 ml infusion since the end user's library configuration does not allow an infusion larger than 50 ml. The pump ran for 50 ml at a rate of 0.8 ml per hour. The initial bottle weight was recorded at 92.107 g before the 50 ml infusion, and 141.399 g after the 50 ml infusion, which has a total weight of 48.015 g and a deviation of -1.416%. The pump is in range and is performing to specification, falling in the +- 5% range. Upon further evaluation there were no loose connections or components inside of the device. It was noted however that the label with the pump model information is beginning to appear erased, making it slightly difficult to read. The pump's housing was also found to be broken, with a small piece of the housing missing where the battery cover attaches to the pump itself. Reported issue found, device does not meet specification. Three capas had been opened in order to fully investigate and address the root causes of the reported events. [Reference: complaint # (B)(4)]

Event description:
On 04/19/2024, infutronix received a report that a pump acted like it was running but not infusing. Pump was returned on 5/2/2024 and evaluated. The MDR reportability of this complaint was being upgraded to "yes", as the abrupt power off found in the event log review was determined to be reportable according to the updated MDR decision tree guide. No patient information was provided.